Event description:
During a review of the FDA maude database, report number 2017865-2012-04913 was found that alleged the involvement of a spectranetics product in a reportable event. Multiple attempts to obtain additional information were made, but no further information was forthcoming. The initial MDR report was received by FDA from st. Jude medical on (B)(6) 2012. The report summary states: "it was reported that several vf and ams episodes were observed. Noise was observed on rv channel with multiple shocks delivered. High threshold also noted. The noise was not reproduced with pocket manipulation. Insulation damage between two coils and subclavian occlusion were suspected. The physician decided to extract the lead. During laser extraction procedure the patient heart rhythm dropped and there was no capture with temporary lead. Cardiopulmonary resuscitation was performed but, the patient didn't have mechanical and electrical movements. Pericardiocentesis and thoracotomy was performed without success and the patient expired. Cardiac tamponade was suspected."